Event description:
It was reported to boston scientific corporation in 2007, that a radial jaw 4 single-use biopsy forceps jumbo device was used during a procedure performed on the same day,(patient gender, age, and weight are unknown). According to the complainant, post biopsy procedure, after using a radial jaw 4 single-use biopsy forceps jumbo device there was an increased amount of bleeding that required intervention to stop the bleeding.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. Product unavailable for analysis.